Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases, missing shell and yellow particles. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken/opening sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening; one sharp opening assessed as unidentified (tear) opening and a missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture . This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.